Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hardware was failed and unable to be removed the medications from station. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes . A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medications were unable to be removed from pyxis. A field service engineer observed that all storage spaces on the device had failed and were not detected on the bus. The network adapter was inspected and confirmed to have a private ip address. Firewall settings were reviewed. Examination of the communication sled revealed no leds along the front edge, indicating a likely failure of the compute sled head. The sled was replaced with a new unit, and each associated cabinet was reconnected individually until all were successfully recognized. The remote manager was reconfigured, restoring services. Ntp settings were updated, and connectivity with rss was verified; however, the device remained unavailable. To resolve this, the ecc package was installed via the rss portal, followed by a system restart. The device then became available on rss, allowing the client to confirm that services had been restored and all devices successfully detected on the bus. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hardware was failed and unable to be removed the medications from station. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.